Manufacturer narrative:
(B)94). Examination of the returned device confirms the reported event of handle breakage. Previous investigations found root cause is attributed to excessive torque applied to the handle while tightening stems. Depuy knee marketing posted an article on acess depuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. Based on the previous investigation determination of excessive torquing and or misapplication of the device as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt revision wrench broke during stem tightening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.